Manufacturer narrative:
The pad device was installed on (B)(6) 2012. A test pad-pak was inserted and the device emitted a beep confirming the reported fault. The device was disassembled for investigation and inspection revealed a fault with the red led which caused current to be directed in an unintended path. This had the effect of triggering the beeper. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.

Event description:
There was no pt involved in this event. This device malfunctioned because the status indicator was flashing red and the device was emitting an audible beep. A device in this fault mode, if left undetected could result in the failure of the device to perform as intended if required.